Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2,e3, g2,h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the cleaning of the scope connector with alcohol solved the reported event. Therefore the device was normal and the user connected it without drying the electrical contacts of the video connector sufficiently or with foreign matter (chemical residue, scale, sebum stains, dust, gauze). If the electrical contacts are in an unstable state, communication between the scope and the video processor may fail and resulted in a b30 error. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: if they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac suggested to the customer to clean the scope contacts with alcohol and power off and on the system using the power button. The customer cleaned the scopes contacts, power off and on the device as directed which resolved the error code issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii xenon light source had an error code b30 with clv-190 systems and multiple scopes. There was no harm or user injury reported due to the event.